Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the user identified a damaged tube (dented tube). The following information was provided by the initial reporter. The customer stated: while filling the tubes, customer noticed that the dark purple tube was dented. During donation. Actions already taken re-print requested and after donation new tube filled on other arm of donor.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photo was provided by the facility for investigation. The photo was evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally,100 retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes, the user identified a damaged tube (dented tube). The following information was provided by the initial reporter. The customer stated: while filling the tubes, customer noticed that the dark purple tube was dented. During donation. Actions already taken re-print requested and after donation new tube filled on other arm of donor.